Manufacturer narrative:
E.1. Initial reporter facility: central alabama veterans affairs health care system a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 12-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system disconnected from server and offline in remote support service (rss). A field service engineer found that the station had not communicated with the server due to a network issue and confirmed that the customer¿s it (information technology) department corrected the network problem. The engineer then cleaned the database, performed data synchronization, and tested the station in diagnostics to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was in disconnected mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.